Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was locked in post screen. A field service engineer (fse) had reseated the drive cables and reset the connections. The station came up but froze in boot mode. The fse checked pyxis bus connections and started the station in support mode. The drive was tested and passed. The fse found a bad sata cable on the hdd and replaced it. After rebooting the station several times, the station tested good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es freezes on the home screen and during medication retrieval. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.